Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient was uncertain what blood glucose they had, but that emergency services were called. The patient was reportedly ¿out of it¿ and treated with intravenous fluids and glucagon. The reporter stated that the patient had altered the pump¿s basal settings prior to the event. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event as a result of adjusting the pump¿s basal rates.